Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) was unable to duplicate the reported complaint. The srt replaced the printed circuit interface (pci) bus cable and coin cell battery as a precaution. Release testing was performed. The unit operated to the manufacturer's specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per data log review: on (B)(6) 2022, while in a perfusion screen the central control monitor (ccm) stopped logging at 11:42:55 am like it froze as reported. The local area network / interface board (lan/if) log showed a 'data communication' error. The last data communications error log entry occurred at 11:43:01 am. This also indicates that the ccm froze, but the lan/if continued to run. The log confirms the complaint. During laboratory analysis, the product surveillance technician (pst) connected the ccm to lab use only (luo) testing equipment. The ccm was monitored for 144 hours with no observation of it freezing. It was determined that the ccm functioned as intended.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the central control monitor (ccm) froze. The patient was removed from cpb, the ccm was restarted and the issue resolved. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the user reported using the hlm during cpb, at which time the ccm froze. It was stated that the ccm froze while weaning the patient off cpb. The user mentioned that the patient was separated from cpb and the issue was solved after rebooting the ccm. As a result, the surgery was completed successfully, no delay and no injury/blood loss. The hlm power was toggled on and off after the patient was off cpb and this corrected the frozen screen.